Manufacturer narrative:
Corrosion damage was noted with in the internal components of the device.

Event description:
The micro reciprocating saw was sent for eval because it was leaking oil. No further info was provided. Attempts to obtain add'l info have been unsuccessful.